Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify for failed battery test alarm or battery out of limit alarm due to no button response. No moisture damage inside pump noted. Pump received with scratched lcd window, crack reservoir tube lip and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 230 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.